Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged battery compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: faded serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, cracked keypad overlay, cracked reservoir tube lip, and cracked battery tube threads. In summary, customer allegation for cosmetic damage(damaged battery compartment) was confirmed during visual inspection where cracked case on battery tube and cracked battery tube threads was noted. (B)(4).